Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to poor performance; during the same surgery the patient was bilaterally implanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 19, 2014.